Manufacturer narrative:
This cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. Additional information will be submitted within thirty days upon receipt.

Event description:
A report received from another country associated an unknown cypher select plus with chest pain and two episodes of thrombosis. The male patient received the cypher in the mid left anterior descending coronary (lad) artery after presenting with unstable angina. During implantation of the cypher, a small diagonal branch (approximately 2mm) was pinched, but the patient remained asymptomatic. Five days later, the patient was readmitted with acute closure of stent. The occlusion was treated and at the same time, the proximal segment of the lad with a 40 to 50 percent narrowing, which had not been previously treated, was stented with another cypher, as it now looked severe. But two weeks following this procedure, the patient was hospitalized again for chest pain. There was no rise in troponin and there were no changes in ECG. The angiogram was normal. The diagonal pinched at the ostium was dilated and stented by the culotte technique with a taxus. But three days later, the patient returned to the cath lab for another blockage in the mid lad. Patient was placed on double dose of atp and was being screened for lupus.